Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing her ins overheating when she charges it. The patient said the heating while recharging began about 3 months ago. The patient stated the thermometer icon did not appear on the recharger. The patient stated her back gets super hot. The patient said they charge with a piece of material underneath the antenna, get 8 coupling bars, and sits in an open back chair. The patient has tried charging with stimulation on or off and still gets the same results. The patient said after about one hour her skin gets really red, irritated, very uncomfortable, and causes pain. The patient mentioned when the ins was replaced, the ins location was moved. The patient said every time she went to charge it, it would get tender. The tenderness while charging started on (B)(6) 2017. The patient decided to turn stimulation down low, so she wouldn¿t have to charge it so frequently. The patient turned stimulation down about 3 months ago. The patient said the problem with this is that it won¿t cover the pain like she hoped. The patient said it only covers 10-20%. The patient met with a manufacturer representative (rep) who put the ins on hd settings, but she couldn¿t keep it there because she had to charge so frequently. The patient said it also felt like she had pneumonia in her back when the hd settings were active. The pneumonia feeling began about a month ago. The patient said the rep mentioned the ins location getting hot during recharge may indicate that it¿s the ins itself. The caller was redirected to their healthcare provider (hcp) to have the device checked. Additional information was received from the manufacturer representative (rep). It was reported that the rep stated the issue does seem to be related to the ins heating, rather than the recharger. No further complications were reported.

Event description:
Additional information was received from the patient. The reason for call was the patient reported their implant was replaced because it over heated and became hot when they charged their implant. The patient confirmed this happened sometime in 2018.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.